Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing and decreased sensing resulting in pacing inhibition. The patient reported symptoms of pre-syncope due to the loss of pacing. Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise oversensing resulting in pacing inhibition. Additionally, the rv lead exhibited decreased sensing and inappropriate automatic mode switch (ams) was noted on the ra lead. The patient reported symptoms of pre-syncope due to the loss of pacing. Programming changes were performed to resolve the issue. The patient condition was stable, and the patient will continue to be monitored.